Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports that for more than a year she has noted that the flange of the wafer has been lacerating the stoma at the 8 o'clock position due to fluctuations in her stoma protrusion with change in position. She further states that the area is darker red in color. She went on to report that she has never had medication or any treatment for the laceration but, it has not gone away either. She has seen a wound ostomy continence nurse who helped her determine the cause of the laceration.